Event description:
It was reported that during a routine device interrogation, this right ventricular (rv) lead was discovered to have exhibited high out of range pacing impedance measurements which triggered a lead safety switch (lss) from bipolar to unipolar configurations. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, oversensing noise on the rv lead that led to greater than two seconds of asystole was observed. It was noted that the patient was pacing dependent. Ts discussed possible causes and recommended for the lead to be replaced. Subsequently, a lead revision was performed, where this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.